Manufacturer narrative:
Concomitant medications included aspirin 325mg daily, clinoril 150mg daily, lasix 160mg daily, lipitor 80mg daily, potassium chloride 10meq daily, synthroid 150mg daily, allopurinol 10mg daily, clopidogrel 75mg daily, and bivalirudin 95mg during procedure. The lot number of the device was not reported. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including dyslipidemia, hypertension, renal insufficiency (not dialysis dependant) and smoking. The indication for the index procedure was positive ischemia study, angina and two lesions; one was a 90% distal lad lesion and the other was a 70% mid rca. In (B)(6) 2009, the index procedure was performed. The first lesion, mid rca, was treated with placement of one cypher stent and post-dilation. The core lab reported 19% residual stenosis, no dissection and timi 3 flow. The second lesion, distal lad, was treated with placement of a non-study stent. Direct delivery of the study stent was attempted; however, the device failed to cross the target lesion. The device was withdrawn and the lesion pre-dilated. Then a non-study stent was successfully implanted. The core lab reported 15% residual stenosis, no dissection and timi 3 flow. Post procedure, it was noted that both the ckmb and troponin levels were elevated. This event was adjudicated to be an arc (peri-procedural pci) that is being captured with a code for mi. The core lab reported no new major st-t abnormalities and no new q waves. The patient was discharged the following day on dual anti-platelet therapy. The device was implanted and not available for analysis. No sterile lot number information is available thus no DHR review could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
As reported via the (B)(4) study, a patient experienced a myocardial infarction. The patient was enrolled in the (B)(4) study due to angina pectoris. The patient had a 90% lesion in the distal left anterior descending artery. The lesion was 15mm in length and the vessel was 3.0mm in diameter. A 3.0 x 13mm cypher stent was selected for the procedure, however, it could not cross the lesion. Therefore, a xience stent was implanted. The patient also had a 70% lesion in the mid right coronary artery. The lesion was 20mm in length and the vessel was 3.0mm in diameter. A 3.0 x 33mm cypher stent was implanted. It was initially noted that the patient had an elevation in troponin of 1.06 (uln 0.06) post-procedure, but this was not reported as an adverse event. Additional information received via the cec adjudication minutes on 1/24/2012 determined that the patient had arc (peri-procedural pci) on (B)(6) 2009 which will be coded to myocardial infarction. Other cardiac enzymes were within normal limits. The ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications and the patient was discharged the day after the procedure.